Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous result for 1 patient sample tested for ise indirect k for gen.2. It is not known if the erroneous result was reported outside of the laboratory. The initial k result was 7 mmol/l. The repeat result was 5.7 mmol/l. No adverse event occurred. The k electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified an issue with the vacuum nozzle probe and replaced it. Since this service action, the k results have been in the correct range. Based on the information provided for investigation, a specific root cause could not be identified. Potential root causes may be related to contamination, ise reference flow problems, mis-sampling of sample material or human factor issues.